Manufacturer narrative:
Date sent to FDA: 10/11/96. H2 johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96.

Event description:
A device was inserted without difficulty. The pt was receiving rocephin during his hospitalization. The device was continuously flushed with saline during the insertion. It was then heparinized. Immediately after insertion the pt began to develop itching and 15 minutes post insertion he developed a generalized rash with continued itching. Benadryl was ordered. The rash and itching subsided prior to administration of the benadryl. The benadryl was given intravenously. The device was not removed.